Event description:
During treatment, two blood tubing sets reportedly came off the blood pump rotor; treatment was stopped and the blood in the extracorporeal circuits was not returned to the pt. The pt had an estimated blood loss of 800 ml. The pt's vital signs remained stable, the dialysis treatment completed and the pt was discharged home. When the pt returned for her next scheduled dialysis treatment her lab work revealed her hemoglobin decreased. The physician ordered an increased dose of epogen. It was reported the pt's hemoglobin increased following the dose of epogen. The phoenix machine was inspected and found to be operating as intended. The blood tubing sets were discarded and not available for investigation.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Instead, one hundred companion samples from the same lot number reported (1000027119) were visually inspected. Four blood tubing sets were found to have distorted pump segments. Those four blood tubing sets were functional tested for hours on a phoenix dialysis machine and in each case; the pump segment came off the pump rotor. The involved blood tubing set does not have FDA clearance and is not marketed in the USA. The blood tubing set is similar to another gambro blood tubing set which is sold in the u.s. But the issue is not present in that set.